Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the atrial lead was oversensing which triggered inappropriate automatic mode switch (ams) that resulted in palpitations and exhibited low pacing impedance. The suspected cause was insulation damage. The atrial lead was capped and replaced on (B)(6) 2024. The patient was in stable condition before, during, and after the surgery,